Event description:
After an implantation period of approx. 123 months, it was observed that the shock impedance on the lead was too high. The lead was explanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 15.5 cm distal to the df1 connector pin (into two segments). All fragments were received for analysis. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The analysis showed that the conductor cable leading to the rv shock coil was found fractured 12.5 cm proximal to the lead tip, which is assumed to be the root cause of the reported high shock impedance. Based on the characteristics of this fracture, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Furthermore, the rv shock coil was found deformed, which most likely resulted from the extraction procedure. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.